Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The event date is approximate. According to the patient on (B)(6) 2026, they woke up to a skin reaction with inflammation and swelling, blisters, pain and discomfort that extended beyond the patch perimeter. Concerned, the patient¿s wife contacted his doctor, who prescribed doxycycline (the patient does not recall the dosage). Despite taking the medication, the pain and swelling continued to worsen. Due to the escalating symptoms, the patient drove himself to the hospital for further evaluation. The patient was subsequently admitted and hospitalized for approximately five days. During his hospital stay, he received (IV) intravenous antibiotics, though he is unable to recall the specific medication or dosage. He continued to experience severe pain, swelling, and blistering of the arm throughout the hospitalization. Upon discharge, the physician prescribed a different oral antibiotic doxycycline to be taken for an additional seven days. At the time of reporting, the patient stated that he is currently feeling well and that all previous symptoms have been resolved. There was no documentation of further medical intervention. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).